Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharge antenna failure, final test low reading is 0. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they spoke with their manufacturer representative (rep), who said that they needed a new recharger and controller. Pt said that when trying to recharge the implant (ins) and the recharger was getting physically hot so they needed to get the recharger off of their skin. Pt said that the recharger would lock up the controller when the recharger was connected and the ins would not recharge. Patient services (pss) asked the pt when the rep was notified of the reported issue, however pt did not provide an answer. Pt just stated that they had switched pain management physicians as they were having problems and their doctor (hcp) wasn't listening so they were now seeing a different provider. Pt confirmed that there were no issues recharging the controller from the ac power supply. When asked for the event date, pt said that the recharger starting heating up about six months after the ins was implanted and then it would calm down but then heat back up and get really hot. Pt said that the ins was implanted in (B)(6) 2021 so it was probably (B)(6) 2022 when the recharger started heating up off and on. An email was sent to the repair department to replace the recharger.